Manufacturer narrative:
A review of complaints for alinity I ca 19-9xr (lot 51507fp00) assay determined that there are no trends for the product related to patient results. A review of the manufacturing documentation did not identify any issues associated with the customer¿s observation. Historical performance in the field of reagent lots using world-wide data was evaluated. The patient median result for lot 51507fp00 was analyzed and found to be within established baselines and confirms no systemic issues for this lot. Return testing was not completed as returns were not available. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no systemic issue or product deficiency was identified for the alinity I ca 19-9xr (lot 51507fp00) assay. Section a1 patient identifier complete sid: (B)(6).

Event description:
The customer reported a falsely elevated alinity I ca 19-9xr result on a patient. Results provided: (B)(6) 2023 sid (B)(6) = 869.5 u/ml, another alinity was normal. It is unknown if the patient has pancreatic cancer. No impact to patient management was reported.